Event description:
New information received notes the system was explanted.

Event description:
It was reported that the patient presented in the hospital after receiving a shock. Seven aborted charges were observed due to possible output circuit damage. The system remains implanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found an internal insulation abrasion underneath the svc shock coil at 20.3-21.2 cm from the distal tip. The svc shock coil and one rv cable were melted at 20.7 cm from the distal tip and the etfe coating of one rv cable was abraded. Electrical tests found an open circuit on the svc cables, caused by the melted svc shock coils at the internal abrasion location. This damage could cause the reported complaint.